Manufacturer narrative:
Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit. There was no report of patient injury.